Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported the patient was hospitalized the same day as onset for the event. On an unreported date, the patient was treated with unspecified antibiotics and heparin, intraperitoneal in bags, (doses, frequencies and duration not reported). The patient was discharged sixteen days after admission. At the time of this report the outcome of this peritonitis event was not reported. The action taken with dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.